Event description:
Pt was connected to walkmed pump for home infusion over 46 hours (5fu). Phoned approx 30 minutes later stating the line is red. Pt returns, entire bag and tubing were full of blood. Nurse disconnected unit. Pharmacy replaced everything with new product, including pump. Nurse replaced port access as well. Assumption that the pump was not working properly even though it said it had infused an accurate amount according to the time pt was gone.